Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (consumer, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20 mg/ml at 9.5 mg/day including boluses) via an implantable pump for spinal pain indications. It was reported that the healthcare provider (hcp) called the company representative (rep) stating the patient called them stating they were getting a 8476 code on the personal therapy manager (ptm) and their pump was alarming every 10-15 minutes. Discussed with the rep this was a motor stall alarm and discussed the patient being seen at the clinic to confirm. Discussed electromagnetic interference (emi) or magnetic interaction. It was indicated that there were no external factors involved in the event. The hcp advised the patient to admit themselves to the emergency room if they started experiencing withdrawal symptoms or increased pain. The patient did admit themselves on the morning of (B)(6) 2022. Meanwhile, they were referred for replacement which was scheduled for (B)(6) 2022. The rep was able to interrogate the pump and saw the motor stall on (B)(6) 2022 at 11:50am with a recovery at 7:17pm the same day. The replacement was still scheduled since they were entering the final year of the pump's life. The event was not resolved at the time of the rep ort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause for the stall was not yet determined. The patient did not have a MRI and stall seemed to be random. The pump was replaced on (B)(6) 2022. Ultimately the patient did not experience any withdrawal symptoms, however, she checked herself in at the advice of the surgeon on the evening of (B)(6) 2022 where she received IV medication to prevent withdrawal, and was then slotted in for surgery the morning of (B)(6) 2022.